Event description:
The user facility reported that functionality was not available for the touch panel connected to the hexavue custom room rack. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the cxps cpu card required replacement. The technician replaced the cxps cpu card, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.